Manufacturer narrative:
Evaluation summary: the absence of pmma coating remaining on the tibial component would indicate that the bone cement was put on the tibial component in the correct stage of polymerization to activate the pmma precoat. It is unknown, however, at what stage in the polymerization process the implant was placed into the patient. The large amount of pitting on both sides of the articular surface could indicate the presence of third body particles, such as residual bone cement, in the joint. These observations were taken into consideration; however, without additional information, the cause of loosening could not be determined. Evaluation: as returned, there is no bone cement adhered to the inferior surface of the tibial plate. It was observed that the tibial plate has some circular scratches on the proximal surface which could be attributed to the articulation of the articular surface. There appears to be a fairly significant amount of pitting and striations on the proximal and distal surfaces of the articular surface. The scratches on the distal surface are in a circular pattern and could be attributed to articulation with the tibial plate. Manufacturing documentation for the reported lots has been reviewed and indicates the devices were manufactured, inspected, and packaged to specification.

Event description:
It is reported that the patient was revised due to loosening of the tibial component.